Manufacturer narrative:
Concomitant medical products: product type: lead. Removed results, methods, and conclusion codes as new information suggests this event is not reportable as the lead positioning issue was due to the patient¿s spinal anatomy. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that this wasn¿t a product issue; this was an anatomical issue based on spinal anatomy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they she got a stimulator and it didn¿t work. The patient clarified that the physician couldn¿t get the leads in. No patient symptoms were reported and there were no complications. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient¿s relevant medical history included a ¿terrible spine¿ with chronic degeneration. The patient chronically dealt with pain for a long time and acquired scoliosis.